Event description:
Initial and follow-up information received on (B)(6) from a consumer and (B)(6)-2010 from our local quality department, respectively was processed together. This non-serious spontaneous case from norway, upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree ((B)(6)2010). This case involves a female pt who received treatment with poly-l-lactic acid (sculptra) a few months ago. No additional treatment details were reported. Relevant medical history and concomitant medication information were not mentioned. On an unspecified date, the pt developed a periorbital nodule after poly-l-lactic acid therapy. Action taken and corrective treatment are unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4).